Event description:
It was reported that the patient had liver dysfunction. Total bilirubin was 1.3 mg / dl, aspartate aminotransferase was 216 iu / l, and alanine aminotransferase was 157 iu / l. Devascularization was directed toward the anterior wall of the left ventricle, and there was a possibility of hypocardiac output syndrome due to poor blood removal which was a suspicion of improper position of inflow graft , and a low pumping volume syndrome. There was probably a link between hepatic dysfunction and this product (because the devascularization was directed toward the anterior wall of the left ventricle, which could lead to hypocardiac syndrome associated with poor blood removal).

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 19sep2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist device (lvad), serial number (B)(4), and the report of liver dysfunction could not be conclusively determined through this evaluation. Additionally, the report of improper positioning of the inflow conduit could not be confirmed as no images were provided for review. The patient remained ongoing on (B)(4) until undergoing a transplant on (B)(6) 2021 (refer to MFR # 2916596-2021-03916). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) list hepatic dysfunction as an adverse event that may be associated with the use of the hmii lvas. The IFU also explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. Heartmate ii lvas IFU is currently available. The IFU lists hepatic dysfunction as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Instructions are provided regarding the preparation, installation, and orientation of the sealed inflow conduit, stating, "select the optimal inflow conduit orientation at the ventricular apex. The following is critical in determining orientation: the opening of the sealed inflow conduit should be directed toward the mitral valve and away from the intraventricular septum. Care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ. The ideal orientation will anticipate that the dilated lv (left ventricle) may shrink in size as its workload is assumed by the pump.¿ the relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.